Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported complaints of fluid leaking at the base of the device, and difficulty inserting the guide wire are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty inserting the guide wire appears to be related to user error. Analysis identified a driveshaft kink that prevented a wire from passing through. The damage is likely due to handling during removal from the device packaging or during device set up. The stealth periph 1.5mm rad 200cm oad us instruction for use (IFU), in the warnings sections, states: ¿handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use.¿ during analysis, the fluid observed leaking out the base of the handle assembly did not appear to be abnormal. During use of the device, saline may accumulate in the handle and leak out around the green foot and does not indicate failure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported during the procedure, the stealth 360 peripheral orbital atherectomy device (oad) was leaking from the base and the viperwire guide wire was unable to be advanced through the oad. A new oad was used to complete the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedure, the stealth 360 peripheral orbital atherectomy device (oad) was leaking from the base and the viperwire guide wire was unable to be advanced through the oad. A new oad was used to complete the procedure.